Event description:
Two weeks postoperatively, an exploratory laparotomy for abdominal pain was performed, along with the identification and drainage of several sources of infection in the abdomen. The patient expired 32 days post-implant from sepsis, believed to be "abdominal in etiology secondary to severe abdominal pain at the time of death." This 29 mm mitral valve and the 25 mm aortic valve (2648612-2004-00011) were implanted following removal of the previously placed aortic and mitral valves in 1999 (2648612-2000-21 and 2648612-2000-00022). During this procedure, "extensive pericardial patch repair" of the annuli were performed and cultures demonstrated staphylococcus aureus, whereas the preoperative blood cultures were negative. The initial two valves were explanted due to endocarditis and paravalvular leak.